Event description:
Info received indicates the bed will not go into trendelenburg using electrical or manual functions.

Manufacturer narrative:
The technician replaced the trend valve to repair the bed.